Manufacturer narrative:
No button error alarm or audio or beep anomaly noted during testing. However, insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify sensor alarms, low reservoir and no delivery alarm due to unresponsive button. Device had minor scratched lcd window, cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 36 mg/dl at the time of incident. Customer¿s relative stated that the insulin pump down and esc buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump would not alarm when blood glucose reading was high. Customer had a low blood glucose of 36 mg/dl and treated with food. Customer's relative declined high and low blood glucose troubleshooting. The customer¿s relative was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.